Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, and school nurse was permitted to join troubleshooting efforts. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Patient chose to resume insulin and restart cgm on his own without assistance from cts.